Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6), 2009. According to the complainant, post procedure, the patient experienced urinary retention requiring self-catheterization and had multiple surgical reconstructive surgeries. The date of onset of the retention and the details of the reconstructive surgeries are unknown. The patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.